Manufacturer narrative:
Findings: unit received with cracked case on display window corners, cracked lcdwindow, minor scratched lcd window, cracked reservoir tube lip, andscratched around casing. (B)(4).

Event description:
It is reported that the patient's insulin pump had a cracked screen. The patient's blood glucose level is 186mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.